Manufacturer narrative:
Updated device evaluation completed on september 14, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/19/2019, additional information indicated the identity of the concomitant product:mentor memorygel breast implant, 500cc, cat#:3505004bc, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00517596. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: device evaluation and investigation findings: upon receipt the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial examination the device appeared intact.leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Potential cause: since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Conclusion statement: according with the information reported the patient experienced chest injury after a car accident which complicated with left side breast implant rupture. During initial examination the device appeared intact.leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Reason for device explant and/or reoperation: chest injury due to car accident the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00517596. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices ( smooth hpg, 500cc date of implant (B)(6), per operative report both implants were intact. The patient was required breast implant removal. Date of explant (B)(6) 2019 . Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505004bc, serial number (B)(4), right replaced with catalog number 3505004bc, serial number (B)(4). No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.